Event description:
Caller reported blood glucose results of 240 mg/dl and 104 mg/dl within 5 minutes on the aviva system. Reported a second, separate comparison of blood glucose results of 433 mg/dl and 172 mg/dl within 10 minutes on the same system. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Event description:
The customer reported an issue with their meter which suggests that the memory overwrite malfunction has occurred. There was no report of death or serious injury.